Event description:
The pt underwent surgery for the implant of her permanent scs system. It was reported a dural tear occurred while the physician attempted to place a paddle lead. A neurosurgeon repaired the dural tear during the procedure. The procedure was abandoned due to the issue; however, it is unk whether the pt had any symptoms related to the csf leak.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.